Event description:
It was reported the patient has a urinary tract infection (uti). The patient reported this is their fifth uti. The patient will discuss options with their physician. The patient was educated on how an infection can play a factor and was referred to a support phone line to reach out if needed. The therapy support specialist is not sure yet if the patient was prescribed medication for the uti. The therapy support specialist reached out to the patient and the patient confirmed they were prescribed medication for the uti.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a urinary tract infection (uti). The cause of the uti could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient has a urinary tract infection (uti). The patient reported this is their fifth uti. The patient will discuss options with their physician. The patient was educated on how an infection can play a factor and was referred to a support phone line to reach out if needed. The therapy support specialist is not sure yet if the patient was prescribed medication for the uti. The therapy support specialist reached out to the patient and the patient confirmed they were prescribed medication for the uti.